Event description:
Approximately six weeks after cataract surgery with implantation of the crystalens intraocular lens (iol), the patient's best corrected visual acuity decreased to worse than 20/40. The surgeon performed a yag capsulotomy and the patient's prognosis is good. The event was attributed to capsular contraction syndrome.